Event description:
Rec'd info the pt experienced surging stimulation when touching the ins and upon movement. Electrode impedances were all within normal and stimulation coverage had not been altered. X-rays revealed no visual system abnormalities. During surgery, it was noted there was an alteration to the extension casing at the joint to the connector pin. The other extension lead showed no visible changes. The extension was cut and returned for analysis. The physician decided to replace the ins as the battery was depleted by 40% capacity and to revise the other extension at another time. The pt suffered no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.